Event description:
Uf report #(B)(4).

Manufacturer narrative:
Device could not be evaluated as it was not returned; nor were any other surgical blades from the medical facility returned. The lot number for the device that reportedly failed is unk. We are unable to determine manufacture date without a lot number. The failure is atypical and, without necessary info for a proper investigation, the true root cause cannot be determined.